Manufacturer narrative:
Findings: unit received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, broken reservoir tube lip, missing retainer, scratched around casing and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer parent reported via phone call that the insulin pump had an error. Customer cannot recall the blood glucose reading. Troubleshooting was not performed for the insulin pump error. Customer also reported physical damage on the reservoir. Insulin pump will be returned for analysis.